Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. While speaking with the olympus technical assistance center (tac), the customer reported that the issue came up with multiple scopes or camera heads. The customer reported that the scope might not be totally dried when connected to the otv-s190/video system center. Tac advised that the scope should be completely dried before connecting it to the video system center. Otherwise, corrosion might develop over time. The customer was also advised to send the unit in for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined olympus will continue to monitor the field performance for this device.

Event description:
Additional information was supplied by the customer. The problem was first noticed before the procedure. The name of the procedure performed was unknown. The type of procedure performed was diagnostic. No other devices were involved or replaced during the event. There was no delay in the procedure in which the subject device was used. The intended procedure was completed. The same device was used to complete the procedure. The device failed during the beginning of the procedure. Error message b30 (scope communication error) was observed.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed a communication error (error b30). The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.